Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: a review of the pump¿s black box revealed that the data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. There was no battery cap or cartridge cap returned and all testing was performed with test caps. The pump powered on with a test battery cap. The battery cap was able to fully tighten. The battery compartment was found to be cracked. The current draws were found to be within specification. The ¿battery life¿ was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a battery life issue with battery cap damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.